Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was reprogrammed to resolve the event. The patient was in stable condition.